Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for about the past 3 days they have been having difficulties charging their implant. Pt reported that no matter where they place the recharger, they cannot start a charge session. Pt stated that system problem rm03 displayed on their controller while attempting to charge their implant. Pt also mentioned that they noticed the paddle on the recharger cord becoming "very hot". Pt confirmed there were no injuries due to the hot recharger paddle. Ps was attempting to troubleshoot with pt and while pt was removing the battery pack from the controller, the battery pack broke. The issue was not resolved. An email was sent to the repair department to replace the recharger and battery pack. Additional information received reported old li battery broke and pt is unable to get the second half of the battery out of the controller battery compartment. Pt called back saying they received their new battery but that it won't fit into the controller. Pt had been trying for a week but part of the other battery is still stuck in the controller. Pt was unable to get the piece out. No patient harm reported. Additional information received reported that they were able to charge ins to 40%, changed time/date but now controller will not connect on it's own to ins, even when directly over the ins. Caller already reset controller multiple times and again while on the call with no resolution. Caller connected to ins with tablet without issue and was able to turn stim on and off using distance telemetry. Tss had caller end tablet session and turn off communicator and attempt communication with controller again but continued to show "no device found". Tss had caller go through pairing processing with controller and ins and this resolved the issue - caller stated controller and recharging were all working as intended. Patient received all new equipment and they were successful in getting to normal recharging screen but its been at least 30 minutes and they've been charging with excellent connection and aren't out of the red charge level yet and controller is still at 90%. Tss reviewed it can take longer to initially charge when device has been very depleted. Tss reviewed to give it another 15-20 minutes and they should start to see advancement in the ins charge level.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial: (B)(6), product type: recharger \ section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharge antenna failure; the "no device found" message was seen. The device was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.